Event description:
The customer reported that the system locked up and the image froze. No pt or user injury reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The footswitch was evaluated and replaced. The system tested and found to be working as intended and returned to service.